Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient had the manufacturer¿s implantable neurostimulator (ins) removed and had another manufacturer¿s ins implanted. The device was not able to cover the patient¿s pain because of all of the scar tissue. The patient was fused from l1 to s1. The manufacturer only had a few leads and another manufacturer had more options. The patient stated that they were full of rods and screws. The patient thought that the manufacturer¿s leads removed but was not sure.